Manufacturer narrative:
The subject device is not available.

Event description:
During the procedure, it was reported that the physician attempted to pull the retriever (subject device) back into the non-stryker catheter; however, the retriever was stuck on the vessel and the vessel moved. The physician successfully placed another non-stryker catheter over the subject device to retrieve it.